Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck was 19.8mm. The diameter of the aneurysm entry was 19.8mm. Diameter of right common iliac was 16.9mm. Diameter of left common iliac was 24.1mm. Proximal neck length by centerline was 59.6mm. Aneurysm length to bifurcation was 89mm. Recently it was noted that there was a possible type ia and type ib endoleaks. The physician elected to implant another manufacturer¿s stent grafts (cuff and left limb). Final angiography didn¿t confirm if the suspected type ia and type ib endoleak were resolved. The physician noted aneurysm enlargement was confirmed, but was unable to determine the cause. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).